Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a non-rechargeable ins that was supposed to last for 3 years, but it only lasted one and a half. There was a limit for the current that they were using. There were no symptoms reported.